Manufacturer narrative:
No alarms were noted on the pump. The pump passed the self test, but was received with minor scratches on the display window, and a cracked reservoir tube lip

Event description:
It is reported that a customer experienced high blood glucose of 406 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and assisted with rewinding the pump but the customer experienced an alarm from the insulin pump. The customer was not able to clear the alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.